Event description:
It was also reported that a transmission of the device showed the histogram data was not matching and invalid data was displayed in the trends. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was noted that the patient was undergoing daily radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457445 lead, implanted: (B)(6) 2007; 8709sc catheter, implanted: (B)(6) 2011; 8637-20 neuro pump, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. Transmission printout shows invalid lead trend data. Three parity errors in log.